Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device is no longer available for return.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, a lantern delivery microcatheter (lantern) broke into two pieces while being manipulated on the back table. The damage to the lantern occurred prior to use; therefore, the lantern was not used in the procedure. The procedure was completed using a new lantern.